Event description:
It was reported that the customer experienced low blood glucose levels (50 mg/dl). Customer consumed carbohydrates and disconnected from the pump to stabilize his blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.